Event description:
The recipient is reportedly experiencing loss of lock. A review of the recipient¿s test data indicated impedance issues. Revision surgery is under consideration.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information: d.6b. The recipient is reportedly non verbal. Advanced bionics considers the investigation into this reportable event closed. The recipient will not pursue revision surgery at this time. The recipient will be managed by facility protocols and is using the device. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.